Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost power, and was unable to powered on again. The programmer is expected to be returned for service, but has not been received. There was no patient involvement.